Event description:
The manufacturer received information that a rental, dreamstation st30, device is returning due to a patient passing away. There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to a third-party service center where it was inspected. Evaluation results determined no errors were found. The tubing, manual, and filters were replaced. Additionally, the device was cleaned and passed all tests.